Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of software error detected (pump error 53), the error code for the motor arm cannot communicate with the pump (pump error 4) and the error code for hal software error detected (pump error 54). Troubleshooting was performed and found that the error occurred during the basal. The customer was able to clear the alarm successfully and stated that the pump rewind was completed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Unit was received with battery cap and found missing battery cap contact. The unit was able to pass the following tests: displacement test and self-test. Successfully downloaded history files and traces using thus. No pump error 53 and pump error 54 and pump error 4 occurred during testing. Pump error 53 (file#212 line#1330) was present in history download on (B)(6) 2023 12:12. Pump error 54 (file#493 line#710) and pump error 4 occurred on (B)(6) 2023 11:14 in history files and traces. P-cap was tested and locked into place properly, however, it was noted as damaged due to cracked retainer. Pump was cut to perform visual inspection and found evidence of moisture damage on the following: electronic assembly and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), cracked retainer, retainer knit line damage, stained serial label, battery cap missing. Pump error 53 & pump error 54 is confirmed due to hardware anomaly. Pump error 4 is confirmed due to being found in history files and is a consequence of pump error 54. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.